Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the a/w connector. In addition, we confirmed that ccd module defective, side body cover broken; however, these are not related to the alleged complaint. We received the defect and conducted the following investigation and repair. Observations: cmos module defective,side body cover broken. Repair: replaced the angle wire, bending rubber, cmos module,side body cover. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The a/w connector at the lg plug is loosened and leaky.